Event description:
During a procedure when the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was inserted into the excelsior microcatheter, resistance occurred. The subject device was pulled into the microcateter; although under fluoroscopy it was noticed tha tthe main coil had detached. The main coil was removed with the microcatheter. No complications were reported to have occurred with the pt during this event.